Manufacturer narrative:
Tech found the bed in sub-basement - casters on unit would brake but with a little added force casters would slightly swivel. Replaced 2 hd brake casters and 2 hd brake casters and completed function check to resolve this issue.

Event description:
Info received alleged that the casters on unit would brake but with a little added force casters would slightly swivel.